Event description:
The aortic punch from the cardiac coronary bypass pack did not make a 'cut' when surgeon was attempting to make the coronary anastomosis entry point. The punch was replaced with one from the shelf stock. No tear resulted and there was no injury to the patient. Team concerned that there is danger of tearing a hole in the aorta from a malfunctioning punch.